Event description:
It was reported that the lv lead was unable to capture. Patient was sent for x-ray and evaluation for potential lead dislodgment. The lead was found to have come back into the body of the coronary sinus (cs). The patient was then scheduled for outpatient replacement of lv lead. On (B)(6) 2022, the lv lead was capped and replaced without complication. The patient was stable, and no complications were noted.